Event description:
It was reported by the affiliate, impossible to obtain sample. Another like device was used. Procedure: breast biopsy. There was no adverse pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis. Add'l other number: d9dl2j.